Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed to address the alarms. Blood glucose ranged from 136 mg/dl to over 400 mg/dl with trace ketones. System check with tandem technical support identified that the blockage may have been in the infusion tubing in use; however, the customer continued to allege that the issue was due to the pump. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.